Manufacturer narrative:
(B)(4). Date sent: 07/12/2010. Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a laparoscopic colectomy procedure, the surgeon was using the xcel trocar as the working port; the trocar has an unpredictable air leak (when empty or with instrument). Unknown how case was completed. There were no adverse consequences for the patient.